Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, it was observed that the probe is broken off at 15.7 mm from the distal end site. The broken piece of the probe tip was not returned. Scratches on the broken surface of the probe were observed. It was also discovered that the coating of the scratched area was peeled off. Upon inspection of the broken surface of the probe, it was discovered that the scratches were progressing from the cracks. No scratches or contact marks were observed on the non-insulated area of the grasping section. The coating of the grasping section was partially peeled off. The root cause of the event of broken probe cannot be conclusively determined. Based on the past investigation results, a likely cause of the phenomenon of the reported event might be the following: 1) during the output activation in seal and cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal and cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The device was returned by the customer for evaluation of a probe damage error message received for the device while the device was in use inside the patient midway through a therapeutic anterior resection procedure. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the probe is broken off at 15.7 mm from the distal end site. The broken piece of the probe tip was not returned. This medwatch is being submitted for the reportable issue of the broken off probe tip observed during device evaluation. No piece of the device was reported to have fallen in the patient during the procedure. A second device was also used, but the device did not work properly. The procedure was completed with a little delay that was not clinically significant. The majority of the dissection was performed with a hook. There were no issues with transducer and generator used in the procedure. The surgeon was experienced in the use of the device.